Event description:
A pt reported that they "suffered injury from a breakage in the lap-band ap system tubing, requiring [the pt] to undergo an add'l surgery to repair a colonic perforation." Add'l info has been requested but has not been rec'd at this time.

Manufacturer narrative:
The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Perforation is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."